Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, infection, urinary/bowel problems with bleeding. The patient also received a concurrent procedure which was a vaginal hysterectomy. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary frequency, urgency and groin pain. (B)(4).

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary frequency, urgency and groin pain.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, dyspareunia, and nocturia. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6).